Event description:
Female patient undergoing total abdominal hysterectomy, bilateral salpingo-oophorectomy and staging. During surgery, the covidien lds powered stapler device fired seven times then it quit working and would not fire the staples. There was no harm to the patient. Another device was utilized to finish the surgery.